Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 60-year-old female for high-risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. The patient received support from the cp for coronary angioplasty. Post procedure, a small, golfball-sized hematoma was observed at the right femoral site. A femstop was applied, which no bleeding was noted after application. The patient was also hypertensive and required cardene intravenously. The device was explanted. Vascular injury and bleeding are known potential adverse events of the impella cp per the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h8 (usage of device). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.